Event description:
Staple misfire, second staple load. Stapler clamped on tissue, safety released, fire button engaged. Stapler started to fire but stopped. Reverse button engaged, stapler opened/unclamped from tissue and removed from body. Stapler removed from service. Slm notified. Device secured and given to supply coordinator.